Event description:
Clinical study same case as 6000089-2005-00786, and -00787. It was reported that 395 days after a coronary artery drug eluting stenting procedure the pt expired. The index procedure treated three target lesions. Target lesion 1 was a 3.0 mm vessel diameter, 99% stenosed region of the proximal left anterior descending artery (lad). The physician direct stented the lesion with one taxus express2 8.8% 3.0 x 16mm drug eluting stent without complication. Target lesion 2 was a 3.0 mm vessel diameter, 99% stenosed region of the mid lad. The physician predilated the lesion prior to placing one taxus express2 8.8% 3.0 x 12mm drug eluting stent without complication. This drug eluting stent overlaps the stent from target lesion 1. Target lesion 3 was a 3.0 mm vessel diameter, 99% stenosed region of the distal lad. The physician direct stented the lesion with one taxus express2 8.8% 3.0 x 12 mm drug eluting stent without complication. This drug eluting stent overlaps the stent from target lesion 2. The pt was discharged from the hosp 2 days post index procedure receiving zocor, and plavix. The site reported that the pt expired at home 395 days post index procedure of an unknown cause.

Event description:
It was further reported that target lesion 1 was 16.0 mm long and was predilated prior to placement of the taxus stent. The taxus stent was placed near the origin of the diagonal. Residual stenosis was 0%. The location of the lesion was listed as the mid lad per operative report, and the proximal lad per the case report form. Target lesion 2 was 10.0 mm long and had residual stenosis of 0%. The location of the lesion was listed as the proximal lad per operative report, and the mid lad per the case report form. After reviewing the film, the lesion after the first septal continued to be tight and was not covered by the sent. Target lesion 3 was 12.0 mm long and had residual stenosis of 0%. The location of the lesion was listed as the proximal lad per operative report, and the distal lad per the case report form. The taxus stent overlapped the proximal stent, covering the lesion immediately after the first septal. The pt was discharged on asa. Cordarone was discontinued due to intolerance. The pt presented 23 days post index with complaints of recent episodes of syncope. The pt associated the snycopal episodes with the administration of phenergan. The pt was placed on telemetry. The pt was hospitalized again 6 months post index with chf and recurrent atrial flutter. Electrical cardioversion was performed. The pt was admitted 351 days post index with progessive generalized weakness of several days duration and dyspnea with exertion. Recent thallim study was positive for ischemia. Coronary angiography 353 days post index revealed that the lmca had 40% proximal stenosis, the lad's second stent was patent followed by 40% mid narrowing, the lcx had 30% proximal stenosis with total occlusion of the marginal branch, the rca had chronic total occlusion, and both svg grafts were occluded proximally. Carotid angiography the same day revealed 80% proximal stenosis of the left internal and the right carotid was chronically 100% occluded with collaterls. It was decided to treat the pt medically for coronary stenosis and obtain a surgical opinion regarding the carotid stenosis. The pt expired 395 days post arrive enrollment. The death certificate states the cause of death was sudden cardiac death. No autopsy was performed. In the opinion of the physician there is an unk relationship between the target vessel and the death.